Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 503mg/dl. The customer reported that infusion-set cannulas were bent. Customer's blood glucose value was 385mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 with 385mg/dl, (B)(6) 2017 with 413 mg/dl, (B)(6) 2017 with 503mg/dl and (B)(6) 2017 with 390mg/dl. The customer treated with novalog pen for all days reported. Troubleshooting was performed for the bent cannulas. The insulin pump was not returned for analysis.